Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: model no - additional information . D4: serial no - additional information. D4: lot no - additional information. D4: expiration date - additional information. D4: UDI - additional information. G3: date received by manufacturer - additional information. G6: report type ¿ updated/follow-up. H2: additional information. H4: device mfg date - additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter email address (B)(6).